Event description:
It was reported by service report that the zoom handles were broken, resulting in accessible sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the zoom handles were broken, resulting in accessible sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).